Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed based on the returned device condition. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was removed against resistance and when the device was removed, it was noticed the anterior foot of the device was missing. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose suture mediated closure device against resistance until the cause of the resistance has been determined. Based on the information provided and the returned device condition, it is possible that the removal of the device against resistance may have contributed to the reported foot detachment. It should also be noted that the proglide IFU states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique would not have contributed to the reported difficulty removing the device or foot detachment. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported removal of the device against resistance may have contributed to the reported foot detachment. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d4: lot number and expiration date. H4: device manufacturing date

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide device after an interventional electrophysiology procedure using an 8.5f sheath. Reportedly, after deployment of the foot it was not possible to pull the system to the vessel wall, friction was felt. Deploying the needles and placement of the suture was possible without problems. The device was removed against resistance and when the device was removed, it was noticed the anterior foot of the device was missing. The separated foot was not able to be removed and remains in the vessel. Hemostasis was achieved via z-suture. There was reported clinically significant delay in the procedure due to trying to find the piece of the broken foot. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.